Manufacturer narrative:
Qn# (B)(4). The actual device was not returned; however, the customer provided one photo for analysis. The photo shows a dilator inserted into a peel-away sheath. The complaint of a catheter tight in sheath was not able to be confirmed by the photo. A complete visual inspection could not be performed as no sample was returned for analysis. A device history record review was performed, and no relevant findings were identified. The instructions for use (IFU) provided with this kit instructs the user, "advance peel-away sheath over dilator into vessel, again grasping near skin and using slight twisting motion. Holding sheath in place, remove guide-wire and dilator as a unit. Advance catheter through peel-away sheath." Without the device to evaluate, the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
The complaint is reported as: the catheter doesn't go through the dilator. The dilator gets thinner in the tip and it's not possible to continue the process. A new cathter kit was used. No patient harm reported.

Manufacturer narrative:
(B)(4).

Event description:
The complaint is reported as: the catheter doesn't go through the dilator. The dilator gets thinner in the tip and it's not possible to continue the process. A new catheter kit was used. No patient harm reported.